Manufacturer narrative:
Concomitant medical products: generator: electrobistiri ahanvos maodelo hb300a serie a1404001. The injury was reported as a first-degree burn but due to the nature of the treatment (enzymatic debridement), an MDR was submitted for this reported event. The report noted the patient was repositioned during surgery and when the universal pad was removed, it was found to be only partially adhered. The instructions for use note the following information under warnings, #4 pad application, to reduce the risk of burns and pressure necroses: do not reposition universal pad after initial application. If patient is repositioned, confirm full pad to pad skin contact and integrity of all connections.

Event description:
A hospital employee alleged a 9130 3m universal electrosurgical pad was placed on a patient's posterior right upper arm prior to a 6- hour surgical procedure. The patient was reportedly repositioned from supine to prone during the surgery. The electrosurgical pad was partially adhered prior to removal and the patient allegedly experienced a 3.0 cm x 1.0 cm 1st degree skin burn under the ground pad site. The injury required debridement with iruxol (enzymatic debridement) and was washed with saline. Cuticell and melolin dressings were applied to the site. The injury was reportedly healing.